Event description:
It was reported that the patient experienced an episode of ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) delivered several rounds of anti-tachycardia pacing (atp) and two 41 joule shocks which did not convert the arrhythmia. The vt terminated on its own; however, it was possible that the atp had accelerated the rhythm. Technical services recommended programming changes. The ICD remains in service and no additional adverse patient effects were reported